Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Attempts to retrieve the device were unsuccessful. Without return of the device the observed clinical observation could not be confirmed. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case, edwards received information that a 33mm bioprosthetic mitral valve, implanted approximately nine (9) years and ten (10) months, was explanted due to stenosis and regurgitation. Patient also experienced new onset of atrial fibrillation which was treated with concomitant maze procedure. The explanted device was replaced with a 29mm pericardial valve. The patient was able to obtain "fairly good ventricular function."